Manufacturer narrative:
The reported events of longevity anomaly, and incorrect measurement were not confirmed. The device was received from the field programmed to high settings, and battery voltage at elective replacement level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Retrieved session record indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further evaluation at various pulse amplitudes confirmed normal measurements with current level within normal range. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information notes that the pacemaker was explanted. Further information was requested, but not yet available.

Event description:
It was reported that during in clinic follow-up, the patient presented with possible premature battery depletion on their pacemaker. It was later discovered that the issue was due to overestimation of the longevity of the device. There were no patient consequences and will continue be monitored.